Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked from the cartridge as the customer was filling the cartridge with insulin. Reportedly, insulin leaked from several locations. Blood glucose was 142 mg/dl. Reportedly, a new cartridge was loaded to address the event.